Event description:
It was reported that this pacemaker was scheduled to be replaced due to battery depletion. The physician interrogated the device before the procedure and discovered that the device was not pacing the patient. There were several instances of asystole. All lead measurements were within expected parameters. The device was replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis. Additional information received indicates the device exhibited premature battery depletion (pbd) prior to its explant. No additional adverse patient effects were reported. Subsequently, the device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker was scheduled to be replaced due to battery depletion. The physician interrogated the device before the procedure and discovered that the device was not pacing the patient. There were several instances of asystole. All lead measurements were within expected parameters. The device was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker was scheduled to be replaced due to battery depletion. The physician interrogated the device before the procedure and discovered that the device was not pacing the patient. There were several instances of asystole. All lead measurements were within expected parameters. The device was replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis. Additional information received indicates the device exhibited premature battery depletion (pbd) prior to its explant. No additional adverse patient effects were reported. Subsequently, the device was returned for analysis.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Correction to field b5: describe event or problem correction to field h6: device codes.

Event description:
It was reported that this pacemaker was scheduled to be replaced due to battery depletion. The physician interrogated the device before the procedure and discovered that the device was not pacing the patient. There were several instances of asystole. All lead measurements were within expected parameters. The device was replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis. Additional information received indicates the device exhibited premature battery depletion (pbd) prior to its explant. No additional adverse patient effects were reported.